Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent and abdominal pain. The cause of the peritonitis was reported to be due to the patient's immunocompromised status (no further detail was provided). On the same day as onset, the patient began treatment for the peritonitis with intraperitoneal (ip) amikacin (500 mg, every day) and cephalothin, ip (1 gram, every day). Two weeks after onset, the patient was recovering from the event and the antibiotic treatment was completed. Six days later, the patient again experienced abdominal pain. The following day, the patient was evaluated at the renal center. The patient¿s pd effluent was cloudy again, so on the same day, the patient was hospitalized to perform peritoneal analysis and to remove the patient¿s pd catheter. On an unreported date, due to the peritonitis event and ¿difficult management¿, the patient was switched to hemodialysis therapy. At the time of this report, the patient was not recovered from the event and the patient remained hospitalized. No additional information is available.

Manufacturer narrative:
Four weeks after the onset, the patient was hospitalized and began treatment with piperacillin/tazobactam (intravenously) for peritonitis. One week later, the patient recovered from peritonitis, discontinued antibiotics, and was discharged from the hospital. Hemodialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.